Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when attempting to deliver a correction bolus, the pump recommended 3 more units of insulin than what the customer expected to see. Reportedly, the customer felt that one of the time segments in the customer's profile settings had been erased. There was no reported impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support showed that on (B)(6) 2018, the customer made changes to the basal rate settings. In addition, multiple time segments had been deleted. Multiple attempts were made by tandem technical support to relay the information; however, the customer declined to answer.